Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. All keypad buttons responded appropriately. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to this complaint, evaluation revealed that there was moisture visible through the display lens. The pump casing was removed and moisture was found in the pump.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that yesterday they were swimming with the pump and when they got out of the pool, there was water behind the display. The patient continued to wear the pump and alleged that currently the buttons stopped working. The patient reportedly did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.